Manufacturer narrative:
H10: additional manufacturer narrative updated b5, h3, and h6 per new information received h3: product evaluation customer reports of pannus and stenosis were confirmed through observed host tissue overgrowth. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. X-ray also demonstrated minimal calcification on leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2mm on leaflet 2 at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed around leaflet 1 on the inflow aspect. All three leaflets were thickened and swollen along the free margins.

Event description:
It was reported that a 19mm aortic valve was explanted and replaced with a non-edwards 21mm valve after an implant duration of 2 years due to severe pannus leading to severe stenosis and high gradient. Patient was discharged home on pod #7. Per echo imaging review, iotee pre-pump imaging reveals non-calcified aortic bioprosthesis leaflets and normal leaflet motion, but high transvalvular gradients. There is a prominent basal interventricular septal ¿bulge¿ that may contribute to the elevated trans-aortic gradients. The appearance and location of the bulge typically would be associated with focal hypertrophy of the basal interventricular septum. As is typical with echocardiographic imaging, discrete paravalvular pannus is not visualized on the submitted images. Although the basal interventricular septal bulge could be representative of pannus, it is located ~ 1.0 cm proximal to the aortic valve annulus, not in direct continuity with the bioprosthesis. The submitted images are compatible with the stated finding of high gradients despite normal bioprosthesis leaflets. Per medical records the patient presented with ventral hernia and underwent redo-avr + posterior aortic annular enlargement using bovine pericardial patch. Intra-op findings included 19 mm bovine pericardial valve with mobile leaflets but severe pannus growth on the ventricular side of the valve. The replacement valve was inspected and found to be seated into the aortic annulus with mobile leaflets. Completion tee shows the valve with no perivalvular regurgitation.

Manufacturer narrative:
H10: additional manufacturer narrative : updated b5 and b7 per new information received.

Event description:
It was reported that a 19mm aortic valve was explanted and replaced with a non-edwards 21mm valve after an implant duration of 2 years due to severe pannus leading to severe stenosis. Patient was discharged home on pod #7. Per medical records the patient presented with ventral hernia and underwent redo-avr + posterior aortic annular enlargement using bovine pericardial patch. Intra-op findings included 19 mm bovine pericardial valve with mobile leaflets but severe pannus growth on the ventricular side of the valve. The replacement valve was inspected and found to be seated into the aortic annulus with mobile leaflets. Completion tee shows the valve with no perivalvular regurgitation. Per surgeon viv would have put her at risk for coronary artery obstruction. No kidney issues were noted.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Depending on the severity of the pannus, it may or may not require intervention. The device was not returned for evaluation, as the device return follow-up is ongoing. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
It was reported that a 19mm aortic valve was explanted and replaced with a non-edwards valve after an implant duration of 2 years due to pannus leading to stenosis. Per surgeon the patient had as + ppm. Valve-in-valve procedure would have put her at risk for coronary artery obstruction. No kidney issues were noted.